Event description:
In 2006, the lay-user/patient contacted lifescan alleging that her one touch basic meter was reading inaccurately low. The medical affairs specialist spoke to the patient 4 days later, to obtain/verify information. The called lifescan originally to report that the meter's batteries would become very warm whenever the meter was being used. She replaced the batteries, but this did not resolve the issue. For three days after changing the meter's batteries, the patient started noticing that the meter was giving low readings although she had developed symptoms of hyperglycemia. The patient had "blurred vision, a dry mouth, drowsiness, thirst and nausea. " during the time of concern, the patient continued to take her diabetic medications as prescribed. In one instance, the patient obtained a reading of "27 mg/dl" on the reported meter. The patient did not take any action after testing herself. An hour later, she was tested in a doctor's office using an inidentified device and got a reading of "490 mg/dl." The patient was given and injection fo insulin to lower her blood glucose. The doctor retested her later and got "180 mg/dl." The patient did not receive additional medical treatment and was not hospitalized. This complaint is being reported due to the following conclusion: the patient alleged that the meter was reading inaccurately low and at one point, reported a reading of "27 mg/dl." She had symptoms of high blood glucose, obtained a reading of "490 mg/dl " in the doctor's office, and was given insulin treatment to lower her blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. 1-av-1086 ot ultra meter.